Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl, nor did the cgm read "high." To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. No further assistance was necessary, and the case was closed.